Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed on the device which determined that the top trigger was detached from the unit. It was further determined that the device failed pretest for check trigger; check the oscillation/forward/reverse mode function; check the oscillation angle and check switching function forward/reverse. It was determined that the device had corrosion damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the top trigger was detached from the unit. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.